Event description:
Event: contra limb misplaced resolved with stent. Case details: it was reported that the contralateral wire movement was restricted, and a guide catheter was advanced over the wire to free it. In the process, the contralateral limb was inadvertently pushed too far proximal. An additional wallgraft was placed with good results, no endoleaks were noted.